Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller said patient hadn't used the implant for some time, and when they went to use the controller today, they saw 'data has been lost, repeat the set up process.' Caller confirmed the patient had not charged their ins in a long time. Agent asked why the patient had not used the ins and the patient (who was also on call) said the stimulation hadn't done much for them, and when stim was on their legs would tingle. Caller asked if that was supposed to happen; agent reviewed information. When asked for event date, caller said, 'it's been a long time' and the patient did not directly answer the question. Agent walked caller through setting date and time. Agent walked caller through beginning a passive recharge session (prm) with numbers 53 low, 92, 93 high. Agent reviewed information about prm; may take up to 3 sessions of 10min charging in prm since the patient hadn't charged the ins in a long time.

Manufacturer narrative:
B3: date of event was asked but unknown, see b5 narrative for what information was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.